Manufacturer narrative:
This report will be amended when out investigation is complete.

Manufacturer narrative:
The tm ankle surgical technique states on page 46 "have an assistant apply a manual force to the medial side of the joint to reduce the potential for medial malleolar fracture. If desired, fluoroscopy can be used to monitor insertion." Operative notes were requested however none provided therefore it is unknown whether the components were implanted per the surgical technique. Part and lot numbers were not provided, therefore review of the components devices history records could not be performed. The devices were used for treatment. With the provided information an exact cause could not be determined. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported the pt experienced a medial malleolus fracture of the ankle.